Manufacturer narrative:
Update to type of investigation. Update to investigation findings.

Event description:
As per the report, "experienced a leakage with the 23g during a blood draw on 10/10. The leakage occurred between the hub and the tubing meet in the front of the needle." According to the facility, the clinician did not need to seek treatment from occupational health services after the incident.

Manufacturer narrative:
As per the report, "experienced a leakage with the 23g during a blood draw on 10/10. The leakage occurred between the hub and the tubing meet in the front of the needle." According to the facility, the clinician did not need to seek treatment from occupational health services after the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.